Event description:
Customer reported a past high blood glucose event with an unknown specific value. Although the value was displayed as "high" on the device, no injury or ketones were reported. The customer performed a supply change as well as administered a correction injection. Technical support recommended the customer consult with a healthcare provider for further investigation of recurring high blood glucose levels, which the customer acknowledged and understood.